Event description:
The customer reported that during a body contour - post sleeve case, the jaws of the device could not be reopened while applied to patient tissue. The surgeon resected the tissue directly adjacent to the device jaws in order to remove the device from the tissue. The procedure was completed with a new device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.